Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the company representative (rep) wanted to review flow rate accuracy and volume discrepancy information. The company rep stated that there was a healthcare provider (hcp) that had a pump where they were having some discrepancies in volume but did not know if it was a problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep). It was reported that there was determined to be no issue. The rep did not have patient or device information. A fellow colleague had asked the rep 'if it was typical for an amount to be remaining in the pump' as they had just gotten back from training. The rep had called patient services to confirm their knowledge. No other information was given to the rep.